Manufacturer narrative:
(B)(4).

Event description:
It was reported a couple of days after the lead was implanted, the capture threshold had increased to an unacceptable value. The lead was found dislodged. The patent was set for a lead revision and the lead was repositioned. The patient remained in the hospital after the procedure and the patient condition was stable.